Manufacturer narrative:
Pt developed scar tissue following total knee replacement which limited range of motion. Revision surgery occurred to resect 2mm add'l bone from the tibia and implant a new tibial tray and poly inserts. Review of the device history record indicates that the device was manufactured by spec.

Event description:
Pt developed scar tissue following total knee replacement which limited range of motion. Revision surgery occurred to resect 2mm add'l bone from the tibia and implant a new tibial tray and poly inserts.